Event description:
Pt undergoing robotic wedge resection for left lower lobe mass while performing the procedure. It was noted that there was a small black ring in the chest. The ring was removed and inspected and it was determined that it came off of the davinci endowrist stapler sheath. The damaged sheath was removed from the instrument and new sheath replaced and surgery continued.